Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the hospital after feeling a patient notifier. The device in found in backup vvi mode. The patient was asymptomatic. The device was restored to normal function after reloading a firmware download. The patient condition was stable before, during, and after the download.